Manufacturer narrative:
This event is being reported because this device is the same or similar to one approved for distribution in the united states (B) (4). The stent remains implanted, therefore not available for eval. The event investigation is currently underway. Note: this event involves two devices with the same product malfunction, same device info and used in the same pt.

Event description:
It was reported that two stents did not deploy properly; both stents were compressed. Reportedly, the physician advanced the first stent and during deployment, the distal end of the stent deployed correctly; however, the proximal part, approximately half of the stent length, compressed during the deployment. The physician then used another stent, of the same size, to cover the portion of the lesion that remained un-stented. Again, the distal half of the stent compressed completely overlapping the compressed portion of the first stent. The proximal section of the stent then deployed properly. The physician post-dilated the stented segment of vessel and performed a diagnostic run. Blood flow had been restored through the vessel.